Manufacturer narrative:
Product event summary: the controller ((B)(4)) was returned for evaluation. Two (2) batteries ((B)(4)) were not returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis was not conducted since log files covering the event date were not available. As a result, the reported event could not be confirmed. As part of an internal investigation, a field action was initiated in january 2016 to recall any remaining batteries with lishen hvad battery packs. The investigation determined that there is a potential for (B)(4) to malfunction due to faulty lishen cells within the hvad battery pack. This potential malfunction may have contributed to the reported power switching. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching events can be attributed to communication errors, momentary disconnections and/or two batteries with lishen cells that have a potential to malfunction due to faulty internal cell pairs. A possible root cause of the reported critical battery alarms can be attributed to communication errors and/or a battery depleting below 10%. Additional products: battery, (B)(4), expiration date: 2013-03-31 mfg date: 2012-03-31.(B)(4). Battery, (B)(4), expiration date: 2013-03-31, mfg date: 2012-03-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s batteries and controller were associated with power switching; and one of these batteries had a critical battery alarm even though it was fully charged. The controller was exchanged. No patient complications have been reported as a result of this event.